Event description:
Pt admitted to hospital with altered mental status and lower back pain. Pt was initially admitted to an outside hospital with low back pain and altered mental status. CT of brain was done and dose on antibiotics given. Pt was then transferred to another facility for further care.